Manufacturer narrative:
E1: initial reporter address: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume folfusors underinfused during patient infusion. The devices were filled with cytarabine and sodium chloride 0.9% to a final volume of 92.4ml. After the expected infusion of 7days, solution remained in the devices; approximately 2/3 of the infusion was left. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual devices were not available; however, a photograph of a sample was provided for evaluation. Visual inspection of the photograph showed residual fluid in the bladder which suggests an underinfusion may have occurred. Due to the nature of the sample, no additional testing could be performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.